Manufacturer narrative:
Unable to prime the insulin pump during the prime test due to a protruded/loose drive support disk. Unable to perform the excessive no delivery alarm test due to the prime anomaly. A scratched lcd window, cracked display window, broken belt clip slot, cracked reservoir tube lip and a cracked reservoir tube noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump is not bring down the high blood glucose. The blood glucose reading is 490 mg/dl. Treated with manual injections. Customer experienced vomiting, nausea, thirst and urination. The drive support cap is protruded. The insulin pump will be replaced. Nothing further reported.